Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. We were unable to reproduce any electrical failure, based on the condition of the device as returned and the results of the evaluation, the reported complaint for ¿device remains activated¿ was unable to be confirmed, but was confirmed for the analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview was smoking, had red tips and unit stayed activated after the switch was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to 2017-00065 and 2017-00066.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview was smoking, had red tips and unit stayed activated after the switch was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4).